Event description:
It was reported that during prior to surgery the motor device would not "spin". It was reported that the event did not cause a delay to the scheduled surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.